Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (b(6) 2020. According to the complainant, during the procedure, the orientation of the catheter tip was incorrect when the device exited the scope. Also, the orientation of the cutting wire was incorrect with respect to the plastic tip. Reportedly, there was no visible damage, or twisting of the device prior to putting it through the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.